Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01509. It was reported that patient experienced infective therapy after multiple falls. System diagnostics recorded high impedances on multiple contacts. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Event description:
Additional information received, identified patient underwent surgical intervention on (B)(6) 2020 wherein the lead was explanted and replaced. Reportedly effective therapy was restored post operatively. It's unknown which lead was explanted and replaced and both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined